Event description:
A report was received that the pt was going to have a pocket revision. The reason for revision was that the ipg was rubbing on the pt's hip. During revision, the physician re-positioned the pocket from the left side to the right side. Physician also implanted suture sleeve to suture the leads down to attain better back coverage. Pt was doing fine and getting better back coverage.

Manufacturer narrative:
This is the final report.